Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7080078.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances and the patient was not getting stimulation. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.